Event description:
The article ¿failed closure of paravalvular leak with an amplatzer occluder device after mitral valve replacement¿ reported the following adverse event(s): due to the patient¿s co-morbidities, the paravalvular leak was closed using a percutaneous catheter approach with an amplatzer muscular vsd device. Several months after closure, the patient reported symptoms of shortness of breath and was found to have profound anemia, predominantly hemolytic in origin (decreased haptoglobin, elevated lactate dehydrogenase). A moderately-severe paravalvular mv leak was noticed around the amplatzer device. The device itself was malpositioned and shifted from the proper horizontal and parallel position of both occluder disks with the valvular annular plane to an angle directed improperly toward the left atrium. The decision to replace the av mechanical prosthesis was made preoperatively to avoid potential postoperative gastrointestinal bleeding episodes secondary to anticoagulation. Refer to the article for complete details.

Manufacturer narrative:
Aga medical has not received any additional information regarding this event, including patient and device information.